Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, the client reported that the threads are breaking during the suture and when he manages to do the suture, the thread breaks in the first 2 days after surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint: (B)(4). Device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested the following was obtained: - did the event occur during one or multiple patient procedures? The event occurred in a single procedure. - what is the total number of procedures? The problem occurred in a procedure. - have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). The dentist claims to have tried to contact our customer service but was unable to register the complaint. - if this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). - could you please clarify if all 24 sutures reported in this complaint broke during surgery? I made contact with the dentist and there was a breakage of 3 threads and a needle break. - could you please clarify if all 24 sutures reported in this complaint broke after surgery? Only one suture broke after the procedure. - please provide the lot number: 13502t - lot ap9700 - 2021-07, 13500t - lot ap6040 - 2021-04. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the needle break at the tip or at the body? * is the broken needle available for analysis? * any photos available for visual analysis? * please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail. *was the needle tip retained? If retained, what is the location of the retained needle? *what was the size of the needle used? *was more than half the needle retained in the patient? *was the needle tip removed during the initial procedure? *if the needle piece is retained, are there plans to remove it? *please confirm which product code broke during the procedure and which broke post op. *please clarify if there were a total of 4 products involved. 2 breakage suture intra op, 1 breakage suture post-op, and 1 needle breakage intra op. Ip-01498444 suture breakage intra op -product code ¿ ethilon unknown ¿ please provide product code and lot:__________________ ip-01498446 needle breakage - product code ¿ ethilon unknown ¿ please provide product code and lot:__________________ ip-01455827 breakage suture intra op ¿ product code ¿ 13502t, ethilon ¿ lot: ap9700. Ip-01455828 breakage suture post op ¿ product code: 13500t, ethilon ¿ lot: ap6040. Additional information: d1 - the actual device associated with this event is not known. The international affiliate reports the following possible product code/ lot numbers: ethilon suture - 13502t, lot: ap9700, ethilon suture - 13500t, lot: ap6040. A manufacturing record evaluation was performed for the finished device lot number ap6040/13500t, and no non conformances / manufacturing irregularities were identified. Manufactured date: 4/28/2021, expired date: 3/31/2026, this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events reported via: 2210968-2022-05239 and 2210968-2022-05240, & 2210968-2022-06182.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/30/2022 h6 component code: g07002 no device returned additional information: h6 additional information: d4, h4 - the actual device lot number associated with this event is not known. The possible lot numbers are reported as follows: batch ap9700 batch ap6040 a manufacturing record evaluation was performed for the finished device lot number ap9700/13502t , and no non conformances / manufacturing irregularities were identified. Manufactured date: 7/21/2021 expired date: 6/30/2026 a manufacturing record evaluation was performed for the finished device lot number ap6040/13500t, and no non conformances / manufacturing irregularities were identified. Manufactured date: 4/27/2021 expired date: 3/31/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events reported via: 2210968-2022-05239 and 2210968-2022-05240, & 2210968-2022-06182.